Manufacturer narrative:
Distributor does not return parts due to custom costs. Printed circuit board (pcb), flow sensor. No parts returned due to custom costs.

Event description:
The international distributor reported the ventilator went vent inop and alarmed while in use on a patient due to a flow sensor failure. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The distributor will replace the exhalation flow sensor and main, sensor, analog and cpu pcbs board to address the reported event.